Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. The cause was determined to be due to a failure of the system controller pcb assembly. After replacing the system controller pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
During routine test/inspection of the device, it was observed that the unit would continuously reset. There was no pt use associated with the reported failure.